Manufacturer narrative:
Title: feasibility, safety and efficacy of transcatheter aortic valve implantation for aortic stenosis in bicuspid aortic valve using new-generation self-expandable devices. (Abstract number: p66). Publication: giornale italiano di cardiologia 2018: 10 (supplement 2) p.e45.

Event description:
It was reported via a literature case that aortic regurgitation occurred. A lotus valve was implanted. Following implant, residual moderate aortic regurgitation was noted. No further information was available.